Event description:
Patient reported to vad nurse at clinic that one of his hmii batteries was not charging per gauge. The battery gets hot and does not charge even though the indicator displays a green light when battery placed in ubc. Battery (B)(4). Patient did not experience any adverse effect due to this problem. Patient used alternate battery supply.